Event description:
Technical services received a call on 01/23/2012 from sales rep. 2.65v, mol2, 12 sec. Going to be replacing the ra lead. No physician or hospital known. Additional information was received. This ra lead was implanted on (B)(6) 2002 and was capped on (B)(6) 2012. The physician was dr. (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).